Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after being hit by ball. The customer¿s blood glucose level was 249 mg/dl at the time of the incident. There is no indication of issue being resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to the connector not plugged in properly. After connecting the connector the device powered on and display a blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank-flashing white lcd. Unable to verify missing segments and partial display due to blank-flashing white lcd. The device was received with corroded battery tube.